Event description:
Infant requiring nutritional support had a tracheostomy. Tracheostomy tube was a bivona customized cuffless tracheostomy tube 3mm inner diameter, outer diameter 4.7 mm, 27 mm long. Surgeon cut 5 mm off of the length, and noted that he sanded the severed edges with a bovie scratch pad for smoothness. Last trach change with the resterilized customized trach was 7 days prior to the discovery of this issue. Patient had been more irritable and appeared uncomfortable. Tracheostomy was changed, and when the old tube was examined, at the distal end of the trach tube, a tiny wire was identified that appears to exit from within the wall of the tube. As the tiny wire is curved, it appears that it spirals within the wall of the trach tube, and when the tube is cut, it exposes the wire. A laryngoscopy and bronchoscopy were performed which identified severe tracheomalacia with flattening of the trachea through its course. There was mild irritation without exposed cartilage along the course of the tracheostomy tube in the midportion of the trachea. The distal trachea appeared to open up at the level of the carina.patient stabilized and was able to be discharged to a care home.